Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-31330. It was reported that x-rays confirmed that the patient's leads had migrated. Reportedly, the patient's therapy changed following a fall. As a result, the patient's leads were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.